Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) x 2 implantable pacing leads, 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial lead was able to capture the right ventricular (rv) lead during high output testing. A chest x-ray revealed that the atrial lead had dislodged and the tip of the lead was near the tricuspid valve. The lead was repositioned and is still in use. It was also reported that the physician backed up the set screw too far in the pacemaker header and had difficulty getting the set screw in the header again. The physician complained that the set screw in this device header is too short. The device is still in use. No patient complications have been reported as a result of this event.